Event description:
It was reported that a user experienced hyperglycemia while using the ilet with subcutaneous insulin and had a blood glucose of 354 mg/dl after being off the pump and then reconnecting; the user was advised by a healthcare professional to disconnect or pause the pump and administer long-acting insulin, and support reinforced remaining off the pump for at least 24 hours or as directed. Symptoms included hyperglycemia. Outcomes included no hospitalization and education on pump management and reconnection. Investigation included a review of the event details and user guidance provided by support. Investigation of this case revealed that the hyperglycemia followed a period off the pump after prior hypoglycemia and that delayed reconnection contributed to elevated glucose; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and related to user management while off therapy. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.